Manufacturer narrative:
H.6. Investigation summary: DHR review could not be performed since the lot number associated to this investigation was unknown. Received one 24ga bd nexiva catheter-adapter y extension set with 2 q-syte units connected to each port. Visual/microscopic evaluation: the unit was received wrapped in surgical tape and gauze. Both of the q-syte units were correctly connected to the y adapter. One of the q-syte units revealed damage (cracking) on the bottom body (polycarbonate). No physical-mechanical damage was observed on the remainder q-syte unit. Conclusion: indeterminate: a definite cause that contributed to the damage observed on the used units received could not be determined, damage appears to be caused by external forces applied to the unit during usage.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with breakage during use. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with breakage during use. There was no report of injury or medical intervention.